Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), and not reported directly to medtronic by the customer, that this 980 ventilator alarmed "indicating a respiratory module fault with no gas output". The ventilator was not made available to medtronic for evaluation. Based on the evidence available there was not enough information to make any determination and additional details such as repair details not available from the customer. As the ventilator was unavailable and with insufficient information, the cause of the event could not be established. However, the likely cause of the event could be due to faulty exhalation valve flow sensor (evq). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), and not reported directly to medtronic by the customer, that this 980 ventilator alarmed "indicating a respiratory module fault with no gas output". The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.